Event description:
It was reported that minimum fill notification occurred when customer attempted to load cartridge onto pump, despite cartridge containing sufficient usable insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, attempted to reload same cartridge without success, then followed guidance to fill and load new cartridge using proper technique, and issue was resolved when new cartridge was successfully loaded and insulin delivery was resumed. Cts to replace pump. Customer will continue to use current pump.